Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 391 mg/dl. It was stated that the customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. It was stated that the infusion set was not changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. No further information was provided.